Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Piv sheared after being placed in r ac, pulled out and had all pieces. Put in a red bag with needle, IV cath and wrapping.

Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One 22g insyte autoguard device was provided for investigation. The IV catheter was received separate from the retracted needle. A microscopic examination of the IV catheter revealed damage that was consistent with a needle puncture. As the sample was reportedly used, the damage may have occurred during the insertion process; however, the root cause could not be determined. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.